Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020 (reported as recently). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from july 2, 2019 - july 3, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the provided photograph, which found the bladder has been ruptured. The reported condition was verified. The probable cause of the condition is due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.